Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was not working properly and needed to be adjusted. The ipg remains in use. No patient complications have been reported as a result of this event.